Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, decrease in lead impedance, loss of capture and inappropriate shocks due to lead noise were observed. The patient had an lvad implant on (B)(6) 2018. Tachy therapy was turned off and no other intervention was planned.